Event description:
Customer reported he was hospitalized for high blood glucose. Customer's blood glucose was 380 mg/dl. Customer reported ketoses and double tent in heart. Customer did not report any significant events that may have lead to the hospitalization. Customer reported the ketosis caused the hospitalization because it stressed the heart. Customer had a heart procedure and stayed in intensive care unit until blood glucose was stable. Customer also reported the device was starting to have button problems. Customer stated that he had lost the device in the hospital. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.